Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter functioned without issue when ablating the right pulmonary veins, but when the catheter was passed to the left side of the heart there was a small stress on the catheter and the guidewire lumen detached from the tip of the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter functioned without issue when ablating the right pulmonary veins, but when the catheter was passed to the left side of the heart there was a small stress on the catheter and the guidewire lumen detached from the tip of the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the small stress was caused by contact on the roof of the atrium when moving the catheter. The guidewire lumen detachment occurred when moving from the left pulmonary veins to the right pulmonary veins, the opposite direction than was reported initially.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter functioned without issue when ablating the right pulmonary veins, but when the catheter was passed to the left side of the heart there was a small stress on the catheter and the guidewire lumen detached from the tip of the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis. It was further reported that the small stress was caused by contact on the roof of the atrium when moving the catheter. The guidewire lumen detachment occurred when moving from the left pulmonary veins to the right pulmonary veins, the opposite direction than was reported initially.